Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that the: pia investigation summary the pro-disc-l total disc replacement is indicated for spinal arthroplasty in skeletally mature patients with degenerative disc disease (ddd) at one level from l3 to s1. The complaint description stated that the polyethylene inlay migrated, resulting in lumbar pain for the patient. A revision surgery was performed to remove the pro-disc-l implant. One pro-disc-l polyethylene inlay (item pdl-m-pt10s) was returned for analysis. The inlay was returned with minor damage; the damage is consistent with removal of the inlay. The snap lock feature was observed to be rounded. Visual examination did not reveal any design related issues with the polyethylene inlay. A definitive root cause for the expulsion of the inlay could not be determined. No design related issues were identified with the polyethylene inlay. A manufacturing investigation action was conducted/performed. The report indicates that the: mia ¿ as received condition of device ¿ a pro-disc-l medium inlay (pdl-m-pt10s) was received for evaluation. A visual review showed the following: damage to the front radius and side rails, nick in the spherical surface, and the locking tab had been sheared off. This damage is post manufacturing. Investigation summary: due to the damage observed on the inlay it is not possible to accurately measure the part. Damage to the inlay is as follows: the retaining tab is seared off, there is damage to both side rails, a nick was observed on the spherical surface, and the front radius is damaged. The raw material lot cannot be identified because the lot number is not legible on the part. There is no in-house method available to identify the raw material or the lot it came from. The complaint is unconfirmed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. (B)(4). Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update information: in early (B)(6) 2016, patient reported to her surgeon that she had a horrible sneezing attack and was in a great deal of pain. Surgeon brought the patient in for evaluation due to this event. Surgeon observed thru imaging on an unknown date that the polyethylene inlay with tantalum marker. The polyethylene inlay had sheared off and migrated 5mm forwards. During revision, surgeon removed the prodisc-l implant, and revised the patient with synfix interbody fusion. Patient is report in stable condition and is doing fine. It was reported that a revision surgery was performed on (B)(6) 2016 at the l5-s1 disc levels due to the patient presenting with lumbar pain. On an unknown date in 2015, patient was originally implanted with prodisc-l total disc replacement at l5-s1 spine disc level. Concomitant devices reported: prodisc-l superior endplate (part #pdl-m-sp11s, lot #6061999, quantity #1), prodisc-l inferior endplate (part #pdl-m-ip00s, lot # 6702612, quantity #1)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Date of event: unknown. This report is for unknown polyethylene inlay for a pro-disc-l implant/unknown lot number. UDI: unknown polyethylene inlay for a prodisc-l implant, unknown lot number, UDI is unavailable. Original implant date unknown. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon is inquiring about post-operative polyethylene inlay failures for prodisc-l implants. The surgeon has a patient that will need a revision of a prodisc-l implant on an unknown date for a possible polyethylene inlay migration. No additional information is available at this time. This complaint involves one (1) device. Concomitant devices reported: prodisc-l superior endplate (part # unknown, lot # unknown, quantity #1), prodisc-l inferior endplate (part # unknown, lot # unknown, quantity #1). This report is 1 of 1 for (B)(4).